Event description:
10/22/07: cardiovascular technician asked cambrigdge heart for a list of alternans sensor gel components because 4 of approx 130 pts had reported red welts after microvolt t-wave alternans testing. Tech said none of the pts had sought additional treatment. He was advised not to over-abrade the pts' skin. On 11/2/07: although the component list was faxed to tech, he phoned to say he had not received it. He also said, he had taken the advice regarding abrasion and that skin irritation was less common. However, a cardiologist at the site, stated that the day before, a pt returning for follow-up after a 4-month earlier, mtwa test had red markings that her doctor classified as permanent scars. He requested that a cambridge heart rep be sent to the site. On 12/7/07: a cambridge heart employee met with dr. And learned that the pt, a light-skinned african american with no known allergies or other medical issues, had the sensors on for no more than an hour. Dr. Said, he observed an area of hyperpigmentation at the top of her breastbone and referred her to a dermatologist. Based on the info received during this visit, cambridge heart determined that this is a reportable event.

Manufacturer narrative:
Inspection records for lot #542791 show that the sensors passed inspection. We will file an updated report when additional info becomes available.